Event description:
Nt821707, drainage kit, lumbar - the spine coordinator states that the catheter sheared when it was being used on the patient. Customer is concerned that this is a patient safety issue. The affected product is available for evaluation. Awaiting product return.

Manufacturer narrative:
Initial report ref to natus complaint (B)(6). Customer provided notice of a catheter that sheared while being used on the patient. The catheter broke off in three areas, customer believes there could be pieces still in the patient. Customer states this is the second occurrence. Additional contact was made between natus clinical application specialist (cas) and the facility's spine coordinator. Spine coordinator believes the "the guidewire stabbed through the edges of the catheter." Doctor who places the catheters is not new to the product, spine coordinator does not believe the catheter was primed before insertion. No pieces of the catheter were retrieved from the patient. Capa005401 found to be related to this issue. Acceptable risk associated with the complaint as per hazard ID 1.2 in doc-049039 natus external drainage lumbar catheters risk analysis spreadsheet. Severity - 3, risk is low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Service repair investigations will be conducted during the repair process and trend data will be reviewed per qms-004442. District sales manager confirms the customer has the product in their possession. Customer provided with information on how to return catheter to cg labs for decontamination. Pictures provided of product label. Affected product will be returned for evaluation.

Event description:
Nt821707, drainage kit, lumbar - the spine coordinator states that the catheter sheared when it was being used on the patient. Customer is concerned that this is a patient safety issue. The affected product is available for evaluation. Awaiting product return.

Manufacturer narrative:
Follow up report 001 ref to natus complaint (B)(4). Customer confirmed the part will be returned. There was a delay in surgery due to this event but no additional injury or medical intervention required. Doctor confirmed he did not prime the catheter prior to the procedure, but would start to do so moving forward. "He also said that the procedure went as usual, but he met resistance when passing the catheter, so he pulled back and noticed the catheter was shredded." Root cause/failure investigation: evaluation of the complaint descriptions and product tested performed (refer to capa005401) found the most likely cause of the lumbar catheter failure is due to its retraction during initial placement in the patient (either with or without the guidewire still populated in the catheter) while the tuohy needle remained in position. This resulted in the sharp heel edge of the touhy needle cutting through the lumbar catheter. The instructions for use (sd205456001 rev. Ab) contains several warnings to help prevent this from occurring in the field. Based on the investigation findings it appears that the user failed to comply with the precautions, warnings and multiple cautionary statements outline throughout the instructions for use. Complaint history was reviewed for the past two years and found 2 confirmed complaint giving a failure rate of (B)(4). Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. The device history review was reviewed and confirmed no anomalies. Investigation result code: san diego/eds products/user error / improper use of device.

Manufacturer narrative:
Follow up report 002 ref to natus complaint (B)(4). There was a delay in surgery due to this event but no additional injury or medical intervention required. Doctor confirmed he did not prime the catheter prior to the procedure, but would start to do so moving forward. "He also said that the procedure went as usual, but he met resistance when passing the catheter, so he pulled back and noticed the catheter was shredded.". The affected part was returned to natus. Visual examination of the catheter confirms the reported complaint. The distal end of the catheter has torn away pieces of the catheter body in three locations. It appears the tears were caused by the guidewire. Based on the customer information provided "did not prime the catheter prior to the procedure" the catheter was most likely torn due to not being primed prior to the procedure. Priming of the catheter facilitates a smooth entry of the guidewire into the catheter body. If the catheter is not primed, then the user will feel resistance and could possibly cause tears in the catheter body as with this complaint. Based on the investigation findings it appears that the user failed to comply with the precautions, warnings and multiple cautionary statements outline throughout the instructions for use. Root cause/failure investigation: the complaint was confirmed, visual examination of the catheter confirms the reported complaint. The distal end of the catheter has torn away pieces of the catheter body in three locations. It appears the tears were caused by the guidewire. Based on the customer information provided "did not prime the catheter prior to the procedure" the catheter was most likely torn due to not being primed prior to the procedure. Investigation result code: san diego/eds products/user error / improper use of device a review of doc-049039 medical device hazard analysis (rev 3), identifies the hazard situation as "1.2 guidewire uncoils while inserted in catheter." Based on complaint of "catheter sheared while in use." The risk level is considered moderate. This determination is based on the information received by the customer. (B)(4). Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. The device history review was reviewed and confirmed no anomalies. Sterile date: 30 nov 2022.

Event description:
Nt821707, drainage kit, lumbar - the spine coordinator states that the catheter sheared when it was being used on the patient. Customer is concerned that this is a patient safety issue. The affected product is available for evaluation. Awaiting product return.